Event description:
Treatment of a small unruptured amorphous aneurysm measuring 4mm x 2mm located in the ophthalmic segment of the left ica (internal carotid artery). Dual antiplatelet therapy was given. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, balloon angioplasty (an option presented in the instructions for use, u.s.) With a transform balloon was required to achieve full wall apposition. The patient was reported to be fine at discharge.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).